Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent temperature alarms occurred. The pump was not exposed to extreme temperatures. There was a delay in clearing the alarm; however, insulin delivery was resumed. Additionally, it was reported that insulin delivery stopped on multiple occasions and resume pump alarms would occur. The user's blood glucose (bg) level was 312 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user would continue to use the pump until replacement pump is received.